Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 410 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves using the insulin pump. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer performed the high pressure test and passed. Customer wanted the insulin pump to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.